Event description:
It was reported that a patient's implantable cardioverter defibrillator reached its elective replacement indicator prematurely. The device was subsequently replaced, and the patient was stable throughout.

Manufacturer narrative:
This report is to indicate that a device history record (DHR) was reviewed and found complete.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.